Event description:
Beacon tip separated from the catheter. Using a .035 wire guide, the catheter was advanced over the wire. Procedure was stopped at the skin site. Catheter was removed, leaving the tip of the product still on the wire at the skin site. The second catheter was utilized without any further difficulty.